Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text: see section h.10.

Event description:
It was reported that the barrel is deformed causing plunger and seal to fail and leak with an unspecified bd solomed syringe. The following information was provided by the initial reporter, translated from portuguese to english: customer has detected deformed barrel in solomed syringe, causing plunger rubber seal to fail and leakage.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the barrel is deformed causing plunger and seal to fail and leak with an unspecified bd solomed syringe. The following information was provided by the initial reporter, translated from portuguese to english: customer has detected deformed barrel in solomed syringe, causing plunger rubber seal to fail and leakage.